Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient was getting a weak pulse of stimulation), which had started earlier in the week of (B)(6) 2016. There were no reported falls or trauma. It was also reported that stimulation was off and the patient was at 2.25v. How to turn stimulation back on was reviewed, and it was later reported that the patient was able to successfully turn stimulation back on. Troubleshooting resolved the reported issue. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included non-malignant pain and head/neck (non-malignant).